Event description:
It was reported that the insert trial broke during trail. The surgeon said that he did not apply too much force.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intraoperative insert trial fracture involving a specialty triathlon insert trial was reported. The event was confirmed. -device evaluation and results: a material analysis was performed and concluded the device fractured in to overload. -medical records not performed as no patient involvement and no adverse consequences were reported. -device history review: there were no reported discrepancies. -complaint history review: there has been (B)(4) other event for the reported lot. Conclusions: the investigation concluded that the insert trial fractured due to overload conditions during use.

Event description:
It was reported that the insert trial broke during trail. The surgeon said that he did not apply too much force.